Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The provided medical information was reviewed by a consulting clinician who concluded: "there is no evidence that factors related to the total knee arthroplasty components design, manufacturing or materials were responsible for this periprosthetic infection." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient had a revision of arthroplasty due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of the other devices listed in this report: cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, lot code: hdfma. Cat. No.: 5515-f-401, triathlon ps fem component, cemented, lot code: gypna . At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device retained at (B)(6).

Event description:
It was reported that patient had a revision of arthroplasty due to infection.